Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the tip of instrument was bent, so clips would not stay on the medium-large clip applier. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure was not related to moving the instrument. The movements of the surgeon scale appropriately to the instrument. Instrument moved in the intended direction. Timing of the instrument movement was appropriate. There was no shakiness, no friction, no instrument-to-instrument or arm-to-arm interference and no external collisions. Issue was persistent when surgeon attempted to apply a hem-o-lok clip. New clip applier was opened and used. There was no patient injury. No image or video recording is available.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. The instrument also exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm)s; however, the grip tips moved in the opposite direction. This behavior was observed in the pitch direction(s) and presented on all 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.